Manufacturer narrative:
The pump was returned to animas for eval. Keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
The pt's mother reported that the keypad has been intermittently responding. The pt wears the pump in his pocket or on waist. No cleaning products used on the pump. The pt's mother denies tearing or peeling of the keypad.